Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely off-label usage that contributed to the failure. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a biliary drainage catheter placement procedure, a diagnostic 5f catheter tip detached within the patient's biliary drainage tube. No medical intervention was necessary. A new device was used to complete the procedure.